Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that smoke emitted from the back connection of the barcode label printer on a dimension vista 500 instrument. As per siemens instructions, the customer unplugged the power plug from the wall. A siemens customer service engineer (cse) was dispatched to the customer's site and replaced the barcode printer. Additionally, the cse updated the settings. The cause of the event was due to the label printer malfunction. . The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A customer reported that smoke emitted from the back connection of the barcode label printer on a dimension vista 500 instrument. There were no reports of injury or adverse health consequences due to the smoke emitted from the barcode label printer.